Event description:
Complaint description: a hospital clinical nurse manager reported that a roller bar electrode fell off into a patient's uterus during an operative hysteroscopy procedure. The piece was retrieved, the procedure was completed and there were no complications related to the occurrence.